Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The husband stated the patient was trembling when the cgm was displaying high. The patient is using the diabeloop dblg1 pump and the pump automatically administered 8 units of insulin to correct the high reading. A bg comparison was performed which was 2.4 mmol/l. Afterwards, the husband prepared the glucagen 1 mg/ml (powder and solvent) and administered the intramuscular injection to the patient. The patient was doing fine after the glucagen injection. The sensor was inserted into the arm on (B)(6) 2022. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address; (B)(6). Diabetes mellitus is a known cause of hypoglycemia.